Manufacturer narrative:
Updated fields: h4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical assistance center (tac) advised customer that the incoming signal might be incompatible. Tac advised customer that on page 53 of the instruction for use (IFU), it has the list of the compatible resolutions for the 3g-sdi input. The video signal must be one of these formats for it to display signal. Tac offered to send the IFU, but customer declined and said that he will handle it from there and does not need any follow-ups. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the customer was testing a newly purchased the lcd (liquid crystal display) monitor and noticed that it does not display the 3g-sdi signal from third-party device such as the davinci system. It displayed the 3g-sdi signal from the olympus signal fine. There were no reports of patient harm.